Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cuff pressure was found not to be holding up. The trach tube was deflating when air was put into the pilot balloon. The trach tube was replaced. There was patient involvement, no injury was reported.